Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical request submitted and reported that customer experienced severe hyperglycemia and also had blood ketone of 1.8 at 7am. The customer had blood glucose level of 365 mg/dl. Insulin pump was manually suspended around 11 pm and remained suspended through out the night. The insulin pump will not be returned for analysis.